Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a pt who used super poligrip original denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1963, the pt used super poligrip original denture adhesive cream. At an unknown time after using super poligrip original denture adhesive cream, the pt experienced nerve injury. Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the event was unresolved. According to the legal complaint, the pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." Follow up info was received on 04/30/2012 via medical records. On (B)(6) 2010, the pt was taking gabapentin and stated that her neuropathy in her legs improved, but she felt like she was going to die. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product no lot number for this product was available. (B)(4).